Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the display was dim and discolored, and the force sensor was out of calibration. This report is made based on results of investigation completed on 03/26/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2014 with the following findings: visual inspection revealed that the battery compartment was cracked. The pump powered on to a dim, discolored display, however the display screen was observed to be legible. Investigation revealed that the force sensor was out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).